Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4) investigation summary: as no physical sample, picture sample, or valid lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd syringe's luer-lok¿ tip broke into the sheath during use. The following information was provided by the initial reporter: "broken luer lock syringe. Syringe was used to flush an arterial sheath with saline on removing the syringe from the sheath it was noticed that the inner section of the luer lock had broken off and the broken piece of the syringe is smaller than the sheath this resulted in the broken piece becoming wedged in the sheath. Forceps were used to remove this section from the sheath. Note: no extreme force was used by the dr on attaching or detaching from the sheath."